Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low sodium (na) and chloride (cl) results for (B)(6) patient samples that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory; however, the laboratory repeated the samples and amended reports were issued. The results, provided by the customer. There was no impact to patient treatment.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. Bci (B)(4) review of the customer's ranges shows the customer's ranges are too wide. A field service engineer (fse) was dispatched on (B)(6) 2010 and performed preventative maintenance (pm) and serviced the instrument.